Event description:
Physician was attempting to treat a lesion in the superficial femoral artery (sfa) using pacific plus dilatation balloon catheter. The lesion has some calcification with 70-80% stenosis, the vessel was mild to moderately tortuous. It was reported that the balloon twist/wrap was noted during an attempt to inflate the balloon in the target lesion. There were no abnormalities noted during preparation and inspection of the device prior to use. The balloon was being used to post dilate after atherectomy. No difficulty noted during advancement of device to the target lesion. No force was used to advance the device to target lesion. There was no injury to patient.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device or cine images returned for review). (Based on the information available no root cause can be determined). Evaluation conclusion: (based on the information available no root cause can be determined). Unable to confirm complaint (no device or cine images returned for review). (B)(4).